Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed noise on the atrial channel. The device had delivered a vibratory notifier for the atrial lead impedance falling below the limit. A couple of programming changes were recommended to prevent inappropriate diagnosis. No further information is available.